Manufacturer narrative:
E1:patient country: colombia. Patient city: (B)(6) . Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced an infusion set needle was break while inserting the infusion set on (B)(6) 2024. Blood glucose level was 205 mg/dl at the time of event. There was small bleeding also. No further information available.